Event description:
It was reported that during a gastric resection procedure, while using the first cartridge with the device, the tissue got jammed during the first two stapling. The tissue had been pushed inside the jaws and got tore slightly. Use of a second cartridge same issue during the two first stapling. Use of a third cartridge issue solved. As the staple line was not neat finally, the surgeon decided to apply some clips over that line in order to ensure a good hemostasis. No information about the device which have been used for the clips. Surgery was prolonged.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an incomplete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples on the 1st and 2nd firing? If yes, was the staple line complete? Were staples formed properly? The device delivered staples but not all along the staple line. The tissue has been pushed at the proximal of the staple line. Did the device deliver a cut line on the 1st and 2nd firing? If yes, was the cut line complete? Were any issues noted such as jagged cut, irregular, etc? Yes it cut, but pushed in the same time. What was believed to be the cause for the tissue to be torn? How was the tear repaired? No replication can be done because it was the first firing. All steps of using were respected. No need to repair the tear. Tissues had been staple but not like usual. How much bleeding was observed (ml)? Not too much. Was a blood transfusion required? No. How long was the surgery prolonged? 10min. Was there any change in the post-operative care for the patient as a result of the event? Just a best observation.